Manufacturer narrative:
Investigation summary: a specific cause for the patient's driveline infection could not conclusively be determined through this evaluation. Additionally, an analysis of the log file provided by the account confirmed an unsustained pump power and flow elevation; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file contains data from (B)(6) 2019. The file captured an unsustained power elevation of 9.5 watts on (B)(6) 2019. Corresponding with the power elevation, the estimated flow elevated up to 11.5 lpm. The pump speed remained above the low speed limit for the duration of the file and the pump appeared to be functioning as intended. It was reported that the patient was seen in the clinic on (B)(6) 2019 with complaints of driveline drainage. Additionally, it was reported that during interrogation, a power and flow elevation was observed. The patient was asymptomatic during the event and the lab results in the clinic were unremarkable. The account communicated on (B)(6) 2019 stating that the patient was seen and treated as an outpatient for a device related driveline infection. The obtained culture showed 1+ serratia marcescens and was treated with oral antibiotics. The account stated that the patient was treated 2 episodes since (B)(6) 2019 and was now on indefinite ciprofloxacin. Regarding the reported elevated power and flow, it was communicated that the patient has chronic fluctuation in power and the issue continues. The clinic continues to follow the patient¿s ldh and stated ramp studies have been completed in the past for the same issue. The patient remains ongoing on the device. The hmii lvas IFU lists infection (driveline, pump pocket, and local) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information was received on 8may2019. It stated that no equipment was exchanged. The patient was not admitted, but was seen as an outpatient and treated as an outpatient. This was a driveline infections with the patient complaining of alight pain at the dl exit site. Patient was given antibiotics and was treated twice since then, now on indefinite ciprofloxacin. For the elevated power and flows, the patient has had chronic fluctuations in power and the issues had continued. The plan of care for this was to follow ldh. A ramp study had been completed in the past for the same issue. Additional information was received on 15may2019 which stated that both of the treatments since the initial infection were outpatient and for the same ongoing infection. There will be no need to separate the secondary treatments into separate records.

Manufacturer narrative:
Weight not provided. Approximate age of device -1 year, 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2019 that the patient was seen in clinic complains of driveline drainage. Interrogation found to have high power (9.5) and flow (11) spikes on (B)(6). Patient was reported to be asymptomatic and labs were unremarkable. During log file review tech service noted that there were few unsustained power/flow elevations. There were no other unusual events seen within the log file. The mcs equipment is operating as intended. No further information was provided.